Event description:
It was reported by repair work order that the bed had no power due to a damaged power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submited as further investigation determined the power inlet was also damaged and replaced.

Event description:
It was reported by repair work order that the bed had no power due to a damaged power cord and the power inlet was also damaged.